Event description:
At the end of a heart catheterization, the provider using the closure device noted that the device had become stuck in the vessel. Another provider attempted to remove the device and when pulling on the device, the catheter snapped. The patient was brought immediately for an explore of the femoral artery and to remove the closure device catheter (approximately ten inches in length). The patient did well post-op and was discharged home the next day. At this point, it is unclear as to what degree it is (device related verses operator error). Abbott vascular hospital rep was present and is aware.